Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device data could not be retrieved due to premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was due to low battery voltage. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.